Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed system failure forced sensor test and is running load force is at 26.33 when it is all the way shut. No patient injury reported.

Manufacturer narrative:
Date of event is unknown. H3. Device evaluated by manufacturer and h6. Health effect, evaluation codes: updated. Device evaluation: one device was received. A visual inspection found both tamper seals were removed, a non OEM top case, cracked bottom case, missing feet, and cracked right plunger case. A review of the event history log found several occurrences of a force sensor test error. During the functional testing, the reported issue was able to be replicated. The root cause was found to be an issue with the plunger cable. The force reading fluctuates when the plunger tube is moved. The plunger cable may have been damaged when customer worked on the device. The plunger cable was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.